Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There were no deviations, deficiencies, concerns in reprocessing reported. There was no patient infection. The customer provided the cds process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air using the cleaning adapter. During manual cleaning, the device was rinsed before manual disinfection, all channels were flushed and immersed into disinfectant. Both the concentration and expiration date were controlled. The detergent used was intercept +. The instrument/suction channel, suction cylinder, instrument channel port, and balloon channel were brushed. The distal end brushed with the channel opening brush and single use soft brush and flushed with the distal end flushing adapter. Manual disinfectant was done with rapicide a & b disinfectant. All channels were flushed with and immersed in the disinfectant. The concentration and expiration date of the disinfectant was controlled and filtered water was used to rinse the scope after disinfection. The device was dried by clean towel/paper and stored in a drying cabinet. Olympus is the maintenance company. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the plastic distal end cover had a sharp edge/snag; the bending section cover adhesive separated and peeled off; the connecting tube had a scratch; the control unit suction cylinder nut had paint peeling off; switch key top 1 had a scratch; the universal cord had a scratch; there is reduced angulation and the angulation control knob play is out of specification; and the suction function is less than specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for unspecified microbe growth. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.